Event description:
Reporter alleged obtaining discrepant blood glucose results of 61 mg/dl back to back with a result of 150 mg/dl, when testing was performed within one minute on the compact plus system. No treatment information or information as to, whether, any actions were taken was provided. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.